Event description:
It was reported that the patient came from ICU with a pacemaker lead taped in place with sleek & transpore because the locking mechanism on the lead was snapped off. It was known that there was a problem with the lead. The patient lost connection in theatre with no underlying rhythm. The lead was changed over by the physician. No further patient complications were reported as a result of this event.